Event description:
Accuvein vein finder (model av500) devices describe by OEM as backwards compatible with older model chargers (300 series), despite older chargers running twice the voltage and repeated outages of devices used with older chargers.